Event description:
Reporter alleged the lancet device containing a previously used needle accidentally stuck the customers' friend. It was stated the customers' friend was pulling the needle out when the alleged incident occurred. Reporter stated no actions were taken or treatment received after the incident occurred however the friend called the manufacturer for advice as a result. Upon contacting the customer, she stated her alleged friend reportedly did not have an infection. A request was made for the return of the suspect product and replacement product was sent.